Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of edema, erythema, pain, and ischemia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported the day after injection to the nasogenal folds with juvederm voluma with lidocaine pt developed "edema, erythema, pain and ischemia in nasal angle." Pt was hospitalized and is being treated with hyaluronidase and antibiotics. Symptoms are ongoing.